Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer has received information indicating that the patient possesses a recalled device, which has been registered on the recall site. It has been four months since the recall, and the patient is unable to use the CPAP device because it burns the inside of their nose. The patient is inquiring about the expected delivery of a replacement device, as the current situation is negatively impacting their sleep, work, and daily routine. Additionally, the patient seeks guidance on what steps to take moving forward. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer had received information indicating that the patient possessed a recalled device, which had been registered on the recall site. It had been four months since the recall, and the patient is unable to use the CPAP device because it burns the inside of their nose. The patient is inquiring about the expected delivery of a replacement device, as the current situation is negatively impacting their sleep, work, and daily routine. Additionally, the patient was seeking guidance on what steps to take moving forward. The device has not been returned to the manufacturer for investigation. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The manufacturer has updated section h coding in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer had received information indicating that the patient possesses a recalled device, which had been registered on the recall site. It had been four months since the recall, and the patient was unable to use the CPAP device because it burns the inside of their nose. The patient is inquiring about the expected delivery of a replacement device, as the current situation is negatively impacting their sleep, work, and daily routine. Additionally, the patient seeks guidance on what steps to take moving forward. The device was returned to a third-party service center for investigation. Upon receipt, the device was found to have recorded 10928.7 blower hours,10906.1 therapy hours and 10928.7 machine hours. During the evaluation of the device at the service center, the device log files were successfully downloaded and reviewed in full. No actionable errors were identified in the log files. There was no evidence of foam particles or degradation. The customer complaint was not confirmed. The device was scrapped. The manufacturer has updated section h in this report.